Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: according to the photo investigation, the leakage was from the 22mm double swivel elbow and adapter. The retain sample of lot 0207771 was tested. And failed the leak test. The root cause is determined to be presence of o-ring and improper operator error that worker did not fully inspect with proper rotation speed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer stated that the device is available for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that two airlife hmef 1000/s with flexible tube and double swivel elbow, disposable leaks on 2 anesthesia circuits (180ml). The issue occurred during patient-use and the defective filters were replaced. The customer also indicated that due to the issue, patient management was delayed. No patient harm was noted.